Event description:
It was reported that there was increasing and high lead impedance and increasing thresholds in the right ventricular lead. Short v-v intervals were also increasing. It was further reported that the physician suspected that the lead was crushed by the clavicle bone. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The rv lead impedances steadily increased from approximately 450 ohms in (B)(4) 2012 to approximately 2,800 ohms in (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.